Event description:
This report summarizes 33 malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or the brakes could not be engaged. There was 1 event with patient involvement; there were no adverse consequences.

Manufacturer narrative:
The remaining devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned to use.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 28 devices were evaluated in the field and the issue was confirmed; 1 device had a worn component, 1 device had an alignment issue, 2 devices had missing components, 2 devices had bent components, 21 devices had broken damaged components, and 1 device had a loose component. The devices were repaired and returned. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 33 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or the brakes could not be engaged. There was 1 event with patient involvement; there were no adverse consequences.